Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2021-05411, 3006705815-2021-05678. The patient has not recharged or used the ipg due to ineffective therapy. The ipg was deemed inoperable. Surgical intervention occurred wherein the entire system was explanted.